Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens with torn haptic; therefore, the condition of the product could not be verified. A photo of the packaging is provided and has been reviewed by the manufacturing site. The packing is for the iol and is not applicable to this record. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, a lens with torn haptic noticed once the lens was implanted in the patient. The surgery was completed on same day. Additional information has been requested.